Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device bent in half at the end of the hub. They ended up aborting and holding manual pressure. The patient was in stable condition. Additional information was received on 21nov2019. The case was a cerebral angiogram with femoral access. An angiogram of the iliac artery was performed. It was noted that the insertion point was above the bifurcation. Hemostasis was achieved. Additional information was received on 25nov2019. The stick was not above the bifurcation. Manual pressure was held for 50 minutes.

Manufacturer narrative:
Patient weight: 106.3kg. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 25nov2019. An 8fr sheath size was used. There was no surgical intervention.